Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips are expired - unable to test. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for "lo" blood glucose test results. The customer's caretaker, melinda, called on behalf of the customer. The customer's expected fasting blood glucose test result range is 150 to 189 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2015 and open vial date was approximately 4 months ago. The test strips are past open vial and manufacturer's expiration dates. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).